Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a versacross rf wire was selected for use. After connecting the cable, the generator remained in standby mode. When an attempt was made to deliver rf energy, a recognition failure was displayed. Rebooting the generator and reconnecting the cable did not resolve the issue. A cable from a different lot was subsequently obtained. When the replacement cable was connected to the generator without being connected to the wire, the generator entered ready mode. The physician then replaced the rf wire; however, the septum could not be crossed during approximately two energy delivery attempts. Pulse mode was used during the first attempt and constant mode during the second attempt. No errors or alerts were displayed during either attempt. An alert was displayed when energy delivery was attempted with the cable disconnected. During a third energy delivery attempt, the rf wire successfully crossed the septum. The procedure was completed successfully using a second device. Upon inspection, one of the rf wires was reported to exhibit discoloration at the distal tip. No patient complication occurred.